Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined to be a firmware error. The service engineer identified a problem with the xgs (x-ray generator stationary) and repaired the system by reloading the xgs firmware. No spare parts were exchanged, and no general product issue could be identified.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom force CT system. During a scan of a 7-month old female patient, the exam was unexpectedly aborted. After a restart of the CT system, the user was able to finish the examination. A reinjection with contrast media and rescan of the patient was necessary. No negative health consequences were reported for the infant associated with the reported event. Therefore, this report is submitted with an abundance of caution as siemens considers infants as a vulnerable patient group.